Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the pump and transmitter. The customer received a lost sensor signal and a sensor signal not found alert. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, unk_sensor. Troubleshooting was partially performed and the customer programmed the correct transmitter ID into the pump; however, the customer received a ¿sensor signal not found ¿ see user guide.¿ alert. The led light does not blink when connected to the sensor but transmitter was confirmed to have been charged. No damage reported to transmitter. Led light did not blink when connected to the tester or when removed from charger after 1 min. Pump continued to alert ""device not found"" several times while trying to pair. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for unk_sensor. Product return for mmt-7841zn is expected and the customer response was the device will be returned.

Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test or verify led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.